Event description:
I have essure. My hair is falling out, brain fog, joint pain, recurring growth on my nose that has been flagged as autoimmune condition, headaches, problems with my teeth, rash for 3 years on my arms. Previously had very bad periods -- dr performed cryoablation in 2009. Night sweats, insomnia, depression.